Manufacturer narrative:
Evaluation summary: no further information was able to be obtained from this customer. However, the handpiece was returned for evaluation. The product met specifications at the time of release. A visual assessment of the returned handpiece revealed dents on handpiece irrigation line, discoloration on handpiece connector, strain relief, and cable. Additionally it was noted that three were kinks on handpiece cable. The handpiece resistance value on the returned handpiece was tested. The returned handpiece passed test. The returned handpiece was connected to a calibrated system and tuned. The returned handpiece passed tune. The returned handpiece was functionally tested at 100% phaco and torsional power for 5 minutes. The returned handpiece intermittently generated power when the cable was bent and wiggled during test. No additional test was performed. The root cause of the reported event can be attributed to the non-conforming handpiece cable, which was most likely the result of product wear. (B)(4).

Manufacturer narrative:
Sample received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that there were no ultrasounds when performing quadrants. Another handpiece was used and surgery could be completed. The handpiece had been successfully calibrated. There was no patient harm. Additional information has been requested.